Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium and calcium results were generated for several pt samples on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were reported outside of the lab. It is unk if there was impact to pt treatment associated with this event. The customer reported a total of six (6) pt samples were impacted by this event. Prior to the event, the ise chemistries were calibrated. The sodium and calcium quality control results recovered outside of the lab's established ranges on the low end. The quality controls were assayed again yielding sodium and calcium results within the lab's established ranges but on the low end. After the initial run of the pt samples which yielded the erroneous results, the pt samples were assayed on the lab's second analyzer. The sodium and calcium results obtained were higher and interpreted to be correct. Amended reports were generated and reported outside of the lab.

Manufacturer narrative:
The lab had been using the weekly automated flow cell cleaning procedure. A bec rep assisted the customer via telephone. The customer was provided with the twice weekly flow cell cleaning procedure. The customer cleaned the flow cell which appeared to resolve the issue. As of (B)(4) 2009, no further calls were received from the customer regarding erroneous sodium and calcium results. Bec has opened a CAPA to further investigate this and other similar reported events. This issue was originally reported in 2010 as MDR 2050012-2010-00001. During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 5 of 6 additional mdrs pertaining to this issue. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.